Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for post surgical neuritis. It was reported that the patient was having an MRI unrelated to their device/therapy but back pain was reported and it was unknown if it was related to their device/therapy. The scan was for their back pain and the ins was noted as being off and no longer working. No further complications reported.